Event description:
It was reported that when performing catheter placement in this patient, the introducer sheath was unable to pierce the tissue as a result of burrs. There were still burrs with another mst unpacked. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath tip is confirmed but the exact cause is unknown. Two photo samples of a 4.5 fr microez microintroducer were provided for evaluation. The first photo shows the microintroducer without the dilator. The distal tip of the grey sheath is visible and appears to have uneven ridges. No apparent kinks ore bends are visible on the shaft. Blood residue is not visible in the image. The second image shows the grey sheath fully split. The deformation on the sheath tip is visible and appears to be bunched inwards. Based on the photo samples provided, possible contributing factors include advancement against resistance and inadequate skin knick. Since the damage was present on the device, the complaint is confirmed but the exact cause remains unknown. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx3827 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx3827) have been reported from the same facility in (B)(6).

Event description:
It was reported that when performing catheter placement in this patient, the introducer sheath was unable to pierce the tissue as a result of burrs. There were still burrs with another mst unpacked. This report addresses the second device.